Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the tip of the burr device was broken. It was reported that there were no delays due to the event. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was broken. The assignable root cause was due to excessive lateral force resulting from misuse and abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Upon receipt of the device, the serial number was provided. Therefore, date of manufacture was available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.